Event description:
Report received from (B)(6) stating that the device had a stiff/stuck locking sleeve. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported conditions of "stuck locking sleeve and noise" were confirmed. This drill rattles and this damage appears to be caused by abuse/misuse by the customer. This drill has not been cleaned in accordance with synthese anspach recommendations. If add'l info is received, a supplemental report will be sent. (B)(4).